Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that their battery died because they were not charging right and that they had a new one placed. The patient was asked when the issue occurred, and the patient stated that they only knew it was 3 years ago before that. No further complications were reported or were expected.